Event description:
Patient reported they had the ''pain box placed surgically'' and ''even though I had very severe problems with the surgery itself the pain box has been a life saver for me.'' ''I am very thankful to have this wonderful device helping me lead as normal a life as I can!'' Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that at 2 weeks post-operatively the pump was irritating the patient's ribs and abdomen. The patient was "doing well enough 4 weeks out" and patient canceled the next follow up with healthcare provider, as the pain was alleviated with toradol. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model #8835, serial # (B)(4); catheter model #8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.